Event description:
It was reported that the battery exhibited alarms, while reviewing the log files it was noticed that the ventricular assist device (vad) exhibited pump stops. The battery was replaced and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system ¿battery: model #: 1650de / catalog #: 1650de/ expiration date: 31-dec-2020/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date:23-dec- 2019, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to: -b5. Desc evt problem -h10. Additional products: product event summary: the ventricular assist device (vad) (B)(6) and two batteries (bat (B)(6) bat (B)(6) ) were not returned for evaluation. Log file analysis associated with con (B)(6) revealed four controller power up with associated motor start events on 27-feb-2022 at 20:06:49 hours, on 18-mar-2022 at 23:04:09 and at 23:04:28, and on 21-mar-2022 at 06:45:19. No anomalies were observed leading up to the losses of power. The controller was without power for 10 seconds, a total of 27 seconds on the second and third loss of power, and 13 seconds, respectively. Review of the alarm log file associated with con (B)(6) did not reveal any pump stopped alarms within the analyzed period; however, a controller loss of power event will result in the pump stopping. Review of the data log file associated with con(B)(6) revealed instances involving bat(B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other p ower source is a battery with an rsoc greater than 25% or a power adapter. This is likely related to the reported alarms involving a battery. Log file analysis associated with con (B)(6) was performed and no anomalies were observed within the analyzed period. As a result, the reported event was confirmed; it is likely the loss of power is related to the reported pump stop event. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: bat(B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2022 / serial#: (B)(6) UDI #: (B)(4) h3: yes h4: mfg date: 24-aug-2021 h5: no h6: patient ime code(s): (B)(6) h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During manufacturer review of log file data, the data revealed that an additional battery exhibited communication error. The battery remains in use.